Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not be conclusively established through this evaluation. The account communicated that the patient experienced bleeding from the pulmonary artery (pa) after implant. The device stopped by and placed on veno-arterial extracorporeal membrane oxygenation (va ECMO). The patient ultimately expired on (B)(6) 2019. The heartmate 3 lvad was not returned for analysis. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The heartmate 3 lvas IFU is currently available. This IFU lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The account reported the patient experienced bleeding from pulmonary artery after rvad implant. The heartmate 3 implant was stopped by clinicians and placed on veno-arterial extracorporeal membrane oxygenation. The patient expired on (B)(6) 2019. No further information was reported.